Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 7.13.2018 it was reported to k2m, inc. That a revision surgery took place to remove a set screw which had backed-out. Revision surgery took place (B)(6) 2018.

Event description:
On 7.13.2018 it was reported to k2m, inc. That a revision surgery took place to remove a set screw which had backed-out. Revision surgery took place (B)(6) 2018. (Related to 3004774118-00141).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The set screw showed that the bottom surface of the set screw displayed deformation on its outer edge. This deformation suggests that the set screw may have encountered frictional resistance from a rod that was not fully reduced into the screw, which may have consumed some of the tightening torque applied to the construct. This may have led to suboptimal engagement between the set screw and the rod, and may have contributed to loosening.